Event description:
Same case as: 2134265-2009-03264. It was reported that post a coronary stenting treatment procedure, in stent restenosis occurred. The lesion was located in a moderately tortuous distal right coronary artery. A 3.5 mm liberte' bare metal stent was implanted in the lesion. No pt injuries or complications occurred. Pt status was satisfactory. Approximately 9 months later, in-stent restenosis was confirmed in the distal right coronary artery. The 75% stenosis was observed in the previously placed stent. The in-stent restenosis was treated with balloon angioplasty using a 3.5 x 20 mm maverick2 balloon. The balloon was inflated to 6 atms and ruptured on the first inflation. The procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.